Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the temperature reading was at ll. The probe did not reflect any temperature changes when in the patient or when in open air. The doctor placed the probe and hooked it up and there was no temperature reading it was stuck at ll. The procedure was completed with another device.

Manufacturer narrative:
Visual inspection of the returned device found no defects. The water circulated normally through the product. The electrode did not read the temperature within specification. Evaluation found the thermocouple solder joint was broken. This is a manufacturing related failure. Corrective action was implemented subsequent to the manufacture of the incident device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the temperature reading was at ll. The probe did not reflect any temperature changes when in the patient or when in open air. The doctor placed the probe and hooked it up and there was no temperature reading it was stuck at ll. The procedure was completed with another device.